Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallflex biliary stent has been implanted to treat a malignant stricture in the common bile duct during a stent placement procedure performed sometime in (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2018, post stent placement, the patient presented with jaundice. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and noticed that the stent had migrated distally out into the duodenum.; approximately 1/3 of the stent was in the duodenum.. According to the complainant, the actual amount of migration could not be determined since the exact placement of the stent at the time of the initial stent placement was not known. Per the physician, stent migration was not due to stricture resolution. An extractor balloon catheter was used during the ercp procedure to clear the debris. Reportedly, the stent was not removed from the patient as the physician was comfortable leaving the stent implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.